Manufacturer narrative:
The complaint device was received and evaluated. Visual inspection confirms that the jaw in completely broken off. This type of failure is typically observed when clamping excessive tissue between the jaws combined with repetitive twisting action exerts excess load on the jaws causing it to eventually break. Since this is a reusable device, this failure has possibly occurred after using it in this manner for many procedures. This device is more than 4 years old indicating it has been heavily used. A batch record review has been conducted and the results indicate that this batch of product was processed without incident and therefore there is no internally assignable cause for the reported problem. Further, a review into the depuy mitek complaints system revealed no other complaints for this lot of devices that were released to distribution. At this point in time, based on the overall complaint rate for this failure mode, no further action is warranted. However, depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.

Event description:
The customer's purchaser reported that during a shoulder repair that the bottom jaw broke off inside the patient and had to be retrieved. The purchaser reported that the device was retrieved and nothing was left inside the patient. She reported that no x-rays were needed. The surgeon completed the procedure with another like device with no patient consequences or delay. The purchaser has no further information.